Manufacturer narrative:
Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 9, 2019: it was reported that the procedure performed was a colonoscopy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on may 13, 2019: according to the complainant, during the procedure, the clip opened and grasped onto the tissue, but failed to close completely. Reportedly, the clip would not snap closed onto the tissue.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. No patient complications have been reported due to this event attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.